Event description:
Incident as reported: laparoscopic cholecystectomy (lc) - "this is the complaint from the market (our staff from sales and marketing dept): pouch was broken. The doctor used inzii retrieval system during laparoscopic cholecystectomy (lc). The undersurface of the pouch broke when the inzii retrieval system was withdrawn from the body." Pt status: we have not received any info concerning the pt injured.

Manufacturer narrative:
Ra has just received the incident device and has been assigned to engineering for eval. A f/u report will be sent within 30 days or upon completion of investigation. In accordance to 21 cfr 803.56, if we obtain add'l info, which was not known or was not available when the initial report was submitted, then the supplemental report will be submitted to the FDA.